Event description:
Patient reported that her surgical wound would not heal following a colon resection procedure. Patient opines an allergy to the device. The attending surgeon reports that this patient presented while a pre-existing condition of diverticulitis with abdominal infection necessitating colon resection. The case was reported as "definitely contaminated" resulting from the diverticulitis/abdominal infection. The patient continued to experience a chronic wound infection directly attributed to the pre-existing infection. The patient's post-op care involved a return to surgery for wound debridement and antibiotic therapy.

Manufacturer narrative:
The surgeon reports that this patient presented with a pre-existing infection related to diverticulitis. The patient's pre-existing condition is directly related to the event. The surgeon further reports no suture involvement or suture relation to the event. A follow-up 3500a will be submitted if any additional information becomes available.